Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: m030002. 2.5 hours of operation: 11808. 2.6 further information: n/a. ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from 2023-09-09 were investigated. No abnormalities were found in the device history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self test. A ops 50ml syringe was inserted, and during the syringe change the error codes "unable to open claw 1" and "unable to open claw 2". It was not possible to put the pump in operation. After change the claw mechanism it was possible to put the pump in operation. 3.4 individual inspection: for the delivery accuracy a claw mechanism from the service repair shop was installed. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,10%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 3.5 disassembling: the device was disassembled and the inside was investigated. No visible damage or liquid residues could be found inside the device. Also, inside the drive head could not be found any damages. 4. Judgment: 4.1 the complaint could not be confirmed. After change the claw mechanism it was possible to check the flow rate. At the delivery accuracy no abnormalities could be detected. It is necessary to change the claw mechanism.

Event description:
As reported by the user facility information by bbm sales organization in spain: over infusion according to the complainant, during the weekend of (B)(6), 2023, an over infusion of metoclopramide constant rate infusion (cri) of 1 milligram per kilogram per day (1mg/kg/day) was infused within a couple of hours. It is suspected that this may have been the result of human error. No patient complications were reported as a result of this event.